Event description:
It was reported to boston scientific corporation that the patient underwent therapeutic placement of a pre pubic mesh sling in 2007. Post procedure during a routine follow up visit that occured two days later, the patient was suffering from vaginal erosion. The physician prescribed the patient with estrogen cream and instructed the patient to apply twice a day for 30 days. A follow up visit was scheduled to determine if it was necessary to excise the mesh after the 30 day treatment. Upon 30 day follow up visit, the physician noted that the patient recovered from using just the medication alone. A full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation. A failure analysis is not available, and we are not able to determine if the device met specification. Three possible lots have been identified for the device: 9574445, 9573051, and 9024092. A review of the device history record (DHR) was performed on these lots; no anomalies were noted. The may 2007 15-month pre pubic complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for these lots.